Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon. During the procedure, at second inflation, it was noted that the balloon ruptured at 10am within 30 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.